Event description:
Rptr states migraines developed in 1982, pleurisy, 1992. She complains of pain in breasts & arms, sleeplessness, thyroid dysfunction requiring medication,(not genetic), connective tissue disease, anemia, lupus syndrome, shingles in back, hypersensitivity to certain smells, dry eye syndrome, muscle pain which is severe in back of left chest wall, arthritis, minor depression rash in chest area (dermatologist could not diagnose) blisters on right breast in 1994 & chemical sensitivity. She has required physical therapy-regular visits to rheumatologist-thyroid medication, regular visits to internist.